Manufacturer narrative:
Additional info: d4, d9, g3, h2, h3, h4, h6, h11. The device was returned and evaluated. Examination was performed and found the lens in 2 pieces with one haptic broken and the piece of the broken haptic missing. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
It was reported that during the implantation of an intraocular lens (iol) into the right eye (od), the iol trailing haptic was allegedly stuck in the injector. The following day, the surgeon observed that the iol was decentered. Approximately, 2 weeks later, an iol exchange was performed, and it was noted that there was a broken haptic on the initial iol. In the surgeon¿s opinion, the most likely cause of the event is the broken haptic. Patient outcome is good.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.